Manufacturer narrative:
Other, other text: additional information added to h6 and h10. This MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The device was returned with no labels removed and in good condition with a scratched screen. The motor was activated and the reported problem was replicated. The root cause of the reported issue was found to be the motor. Actions were taken to mitigate the reported issue:the motor was replaced.

Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump exhibited error 1871, and had a damaged lens. No patient was involved in this event. No adverse effects were reported.